Event description:
It was reported that a gradual decline in the patient's hearing performance was noticed since (B)(6) 2015. A history of head trauma was denied by patient's guardians. Problems of external devices were excluded. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: damage to the advice electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a combined initial and final report.